Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt lost stimulation and the lead migrated. The lead was revised on (B)(6) 2011. After the lead revision, the pt was unable to get good pain coverages in sitting and supine position and he was getting unwanted stimulation in the legs. No further info is available at this time.